Event description:
Info as provided to davol: (B)(6) 2014: pt underwent a pulmonary lobectomy with a sleeve anastomosis. Several air leaks on the surface of the lung were treated with progel. After closure, a massive air leak was discovered when the chest tube was hooked up to suction. The pt was re-opened and a hole was found in the bronchus, but also the area that had been treated with progel was also leaking. The bronchus was sutured and the lung was re-treated with a second progel kit. A submersion test was performed and the leak had been reduced, but was still leaking. The area was treated with a third, and then fourth progel kit. Another submersion test was performed and the pt was still leaking from the treated surface of the lung. Bioglue (non-davol) was applied to the affected area. When the lung was inflated, the leak was reduced but had not completely sealed. The pt was hooked up to chest tubes. The pt still had a large air leak. Surgeon stated the lung tissue of the pt was extremely compromised prior to surgical intervention.

Manufacturer narrative:
The original samples of progel were used to treat that pt and were not able to be evaluated. Two boxes of same lot samples were returned to davol by the facility. The freeze indicator on one box indicated that the product had been exposed to temperatures below the recommendations in the IFU. It cannot be determined at this time when the exposure occurred, but based on info from our sales rep the product that was provided to the facility had not tripped the temperature indicator on the package. The returned lot sample products were tested for burst pressure and the product was found to be in specification. A manufacturing review was performed and no evidence of a manufacturing related cause was found for the event. Based on the available info and product eval no conclusions can be made at this time. See MDR 1213643-2014-00053 for the second progel kit applied to the pt. See MDR 1213643-2014-00054 for the third progel kit applied to the pt. See MDR 1213643-2014-00055 for the fourth progel kit applied to the pt.